Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted (B)(6) 2016 for upper gastrointestinal (gi) bleeding. The patient's hemoglobin (hgb) on (B)(6) 2016 was 7.5 g/dl, and on (B)(6) 2016 it was 9.5 g/dl after being transfused with 2 units of packed red blood cells. Upper endoscopy (egd) was performed and bleeding vessels were clipped on (B)(6) 2016. The patient was readmitted on (B)(6) 2016 for acute blood loss. Hemoglobin on (B)(6) 2016 was 10 g/dl, and on (B)(6) 2016 was 8 g/dl. No blood products were administered. Egd was again performed and bleeding was noted at the old clip site. The bleeding site was cauterized. No additional bleeding issues have been reported since the last readmission on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.